Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had been complaining about the rechargeable implant ever since they got it and wants to have it rep laced with the non rechargeable implant but said the patient called them this morning telling them that the implant battery was at 0%. Pt rep said pt said that the max they could get their implant charged up to was 50%. Pt rep said the implant battery was "having a heck of a time with it". Pt rep said the pt said they didn't think "the device was working right". Pt rep didn't have further details because they weren't with pt or equipment. No symptoms were reported.